Event description:
Sorin group received a report that during a case the sucker pump displayed a motor controller error. The clinician elected to replace the pump and continue the procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of the sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.